Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were twenty-seven ventricular nst<(><<)>=210 ms between (B)(6) 2012 and (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced an apparent fracture. A lead integrity alert (lia) was triggered due to a high number of short vv intervals and non-sustained ventricular tachycardia (vt) and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation exhibited a breached depression that occurred in-vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were twenty-seven ventricular nst<(> <<)>=210 ms between (B)(6)-2012 and (B)(6)-2013.